Event description:
In 2009, the patient reported that on the event date, she had elevated blood glucose readings on the 400's mg/dl with her normal range being 80-155 mg/dl. Symptoms were nausea, thirst, fatigue and she "just felt sick" and she corrected her readings by changing her insulin cartridge and infusion set. She stated her insulin infusion device started to act "funny" and when she programmed a bolus she saw insulin flowing backward in the tubing. She said she did not receive an occlusion error and did not see the piston rod retract. She stated she then changed her insulin cartridge, tubing and headset and thinks insulin may have spilled inside the chamber at that time (amount unknown). The patient said that tonight while changing her cartridge, she received an e10 (cartridge error) and the piston rod only returned halfway. To troubleshoot, the patient was instructed to begin the change the cartridge procedure, but she received another e10. The patient then stated she had to go and further troubleshooting was deferred. On follow up with the patient the following month, she inserted a new battery and completed the change the cartridge procedure without error. She stated her blood glucose levels have remained in her normal range since she corrected them. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.